Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the window of a 5f exoseal vascular closure device (vcd) did not change and the device fell out. After that, the manual compression was carried out to stop the bleeding. There was no reported patient injury. It was intended to be used in transfemoral cerebral angiography (tfca) treatment. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the window of a 5f exoseal vascular closure device (vcd) did not change and the device fell out. After that, the manual compression was carried out to stop the bleeding. There was no reported patient injury. It was intended to be used in transfemoral cerebral angiography (tfca) treatment. Additional information was requested but not provided. One non-sterile vascular closure device - 5f was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis csi (catheter sheath introducer), the button/deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which was found with dried blood residues. The indicator wire was deployed and the loop was in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. A kinked/bent condition was noted on the delivery shaft located approximately at 15 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner and outer diameter were measured and compared. The measurements were taken near the damage found. The results were within specification. It was confirmed that the plug was not deployed, and the guard was locked with the indicator wire (iw) deployed. The functional analysis could not be performed due to the dried blood residues, which clogged the unit. Attempts to clean the device were made using hydrogen peroxide and an ultrasonic bath, however they were unsuccessful. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. No need of microscopical analysis since the internal mechanism was reviewed in section 3. The reported event by the customer as ¿indicator window ¿ no change to indicator¿ was not confirmed since the deployment test was performed successfully and no issues nor anomalies were noted to change the window. A kinked/bent condition was found on the delivery shaft. Dimensional analysis was performed to verify the correct inner and outer diameter of the component, and results were found within specification. Procedural and/or handling factors might have contributed to the condition reported on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that the kink found on the delivery shaft may have also contributed to issues that affected the indicator wire, and consequently, the indicator window could not change. Users should inspect for any signs of damage prior to and during use. Any product with damage should not be used. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.